Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient was given a ¿large spectrum antibiotic¿ (not further specified). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. There was no further description of the breach in aseptic technique. The peritonitis was manifested by cloudy peritoneal effluent and fibrin. The patient was not hospitalized. Beginning on the day of onset, the patient was treated with cefacidal 500 milligrams four per day intraperitoneally (duration not reported) for the peritonitis. It was not reported if peritoneal dialysis therapy was ongoing. The patient was not recovered from the peritonitis. At the time this report was received, the patient was not retrained on the proper aseptic technique but was scheduled for retraining two days after this report was received. No additional information is available.